Event description:
It was reported that the patient underwent an explantation approximately 7 years post-implantation. Subsequently, began to experience a click, squeak, and pain prior to revision. During the procedure, found metallosis around the acetabular cup, femoral bone loss, and resorption of the acetabular bone. All implants except the stem were revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 11-104113, lot# 085600 mlry-hd por fmrl 13x170mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.